Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high capture thresholds and had dislodged during stability testing. It was also noted that there was difficulty inserting stylets into the lead and that there was some resistance when attempting to insert the stylets. The physician tried several stylets but was unsuccessful and it was suspected that the lead was damaged. The lead was removed and replaced. Patient was stable before, during, and after the procedure.